Manufacturer narrative:
Investigation summary - event description: it was reported by the customer that contamination was observed on plates. Complaint history review: complaint history was reviewed for a period of 12 months, and similar complaints were identified for this catalog number; however, a trend was not identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample analysis: the retain samples were reviewed and no contamination was detected. Return samples were not provided by the customer. Pictures were provided by the customer showing bacterial contamination on plates of catalog number 254071, lot number 5258469. Evaluation results: based on the investigation, no deviation could be detected in our validated manufacturing process. A deviation could neither be detected during the review of the retain samples nor during the review of the batch history record. This product is filled under aseptic conditions. Therefore, the sterility of the finished product cannot be guaranteed. Unfortunately, a 100% inspection level for sterility is not possible and sterility testing is carried out based on a representative sample. In consequence, occasional contamination cannot be prevented by 100%; although the contamination rate remains below the acceptance level. A definite root cause was not identified. Investigation conclusion: based on the evaluation and the pictures provided, the complaint was confirmed for biological contamination. A definitive root cause could not be determined.

Event description:
It was reported while using one (1) bd bbl¿ columbia agar with 5% sheep blood plate for patient testing, there was bacteria contamination present on the plate after incubation. No results were reported to the doctors. There was no health impact or consequence reported.